Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 30mg/dl. Customer indicated that the low blood glucose was not due to the pump but was due to an issue with the customer's body, no further assistance was needed and no further details were given.